Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump passed the self test, however, hardware low level failure alarm confirmed in insulin pump history file due to broken trace at pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose was 10.6, 7.5 mmol/l. The troubleshooting was performed for the insulin pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self test was performed and it was passed. Fill cannula was recorded in daily history. The insulin pump will be returned for analysis.